Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 he had suffered a hypoglycemic event. Paramedics were called and patient was treated with glucose. During his call to dexcom technical support on (B)(6) 2012, patient reports that he was feeling better.